Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 279 mg/dl. It was stated, the customer had high triglycerides due to the uncontrollable diabetes. Troubleshooting was performed. Reviewed the programming on the insulin pump and the bolus history shows several days without boluses. It was stated that the customer did not use the insulin pump for several days. The alarm history revealed several no delivery alarms. Ran a fixed prime and passed. No further information was provided.